Event description:
This is a final report. The investigation has been completed on 29-sept-2020 and results and conclusions are outlined in section h of this report. The needle can hardly be moved from the outside packing as per complaint form: "it was really heavy to bring the needle into the scope. In the last distance of the scope there was a stop and it was hardly to bring the needle in. But after succesful movement after a while it was possible to make the procedure. It was the area ln 10 and 7 on the right site. 6 biopisies was taken at the end." Answers to additional questions received on 09-apr-2020. Answers to q 20. Was the stylet partially removed when advancing into the target site? Answered 'yes'. Indicates user error.

Manufacturer narrative:
PMA/510(k) #k160229. This file investigates the stylet not being fully inserted during advancement and its related to complaint file (B)(4). Additional complaint file pr 307431 was raised to separately capture "advancement difficulties of the needle through scope". Device evaluation: the echo-hd-22-ebus-p-c device of lot number c1698796 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 07th april 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: needle able to advance and retract without issues. Biological matter evident on distal end of needle indicating it was used. Sheath extender was not returned. Needle tip examined and no issue observed. Following the laboratory evaluation additional information was requested to aid with the investigation, - was the correct device returned as the device returned seems to have been used as there was biological matter on the needle (see photos below) but trackwise indicates reported, prior to use? They had problems in the beginning of the procedure to get the needle through the channel of the scope. After several trials it was movable and they could make the procedure. - why was the sheath extender not returned with the rest of the device? Sorry, but I didn¿t saw the product, because it was picked up directly from the customer. - what exactly is the complaint issue as there was no defect observed with the returned device? Needle with sheet is hardly to get through the channel of the ebus. Documents review including IFU review: prior to distribution all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot number c1698796 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1698796; upon review of complaints this failure mode has not occurred previously with this lot #c1698796. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use, as per additional information received the stylet was partially removed when advancing into the target site. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause can be attributed to user error, as the device was not used as per IFU. From additional information received the stylet was partially removed when advancing into the target site, this have led to the sheath/needle advancement issue. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow-up /final vigilance report will be submitted to include the investigation conclusions.

Event description:
The needle can hardly be moved from the outside packing. As per complaint form: "it was really heavy to bring the needle into the scope. In the last distance of the scope there was a stop and it was hardly to bring the needle in. But after successful movement after a while it was possible to make the procedure. It was the area ln 10 and 7 on the right site. 6 biopsies was taken at the end." Answers to additional questions received on 09-apr-2020. Answers to q 20. Was the stylet partially removed when advancing into the target site? Answered 'yes'. Indicates user error.